Event description:
Stent "hung up" on distal end in the iliac artery. Stent became dislodged from the balloon. Attempted to advance a 6mmx40m balloon through stent and inflate to capture stent. Stent became hung up in femoral artery. This required open retrieval.